Event description:
The manufacturer has alleged burning by power cord. There was no report of serious or permanent harm or injury there was no information about the product's return date and time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has alleged burning by power cord. There was no report of serious or permanent harm or injury there was no information about the product's return date and time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer has alleged burning by power cord. There was no report of serious or permanent harm or injury there was no information about the product's return date and time. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed extreme potential white mineral deposits in blower box. Extreme potential white mineral deposits on blower motor. Extreme potential rust on the dc jack. Potential burn marks around dc jack. Potential burn marks on bottom of enclosure. Ash/dust-like black contamination on bottom of enclosure. Potential mineral deposits on air inlet. Unknown contamination on back panel potential mineral deposits and some potential corrosion at the u5, q4, c118, u2 area on pca(printed circuit assembly), indicating potential water ingress. Potential mineral deposits and some potential corrosion on the underside of the pca at u13 and q27 area, indicating potential water ingress. Potential mineral deposits around iso (international organization for standardization) port. Potential mineral deposits on blower box lid. The manufacturer was not able to confirm the complaint of burning power chord. The manufacturer was able to confirm a potential burn mark and potential rust at the dc jack where the power cord plugs in. The manufacturer cannot address the specified symptoms. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The device was scrapped. Section-h and d has been updated.